Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.

Event description:
A female patient received coolsculpting treatment on (B)(6) 2012 with the coolmax applicator (8.0) on her lower abdomen. On (B)(6) 2012, the patient's abdomen was found to be a little more fibrous but was considered to be not significant. The patient underwent a second treatment with the coolcore applicator (6.3). The treating office received an updated photo from the patient on (B)(6) 2012. The office was unable to obtain their own post-treatment photos of the (B)(6) 2012 procedure because the patient lives in (B)(6). On (B)(6) 2012, zeltiq was informed that a plastic surgeon has recommended liposuction to treat the condition, making this a reportable event. This cas has also been reported for coolmax app (8.0) in MDR 3007215625-2013-00004. A follow-up report will be made to the agency if and when new information is received about this case.